Event description:
The patient reported a shocking sensation from one of their transmitter assemblies. The patient was provided a replacement transmitter assembly, the programs were changed, and they have not experienced additional shocking sensations.

Manufacturer narrative:
The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. The transmitter assembly associated with the complaint was returned for investigation. The investigation of the device was unable to replicate the alleged issue. After fully charging the battery, the unit operated for 18 hours and 52 minutes on the active setting at maximum power index. However, the investigation found a damaged component as l12 was broken. Although the investigation found a damaged component, the investigation of the device was unable to replicate the alleged issue. The stimulator is used to treat pain. The cause of the reported issue is attributed to two identified root causes: programming parameters as changing the programs on the transmitter assembly resolved the report of shocking sensations (user error-commercial team member). Damaged component as the investigation found l12 was broken (failure). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, a CAPA is not required. Unintended stimulation/new pain issues rates will continue to be tracked and trended. Refer to issue- (B)(4) for additional investigation details and risk assessment for broken l12.